Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) level from 36 mg/dl to 361 mg/dl. Reportedly, bg was caused by customer overcorrecting bg by delivering a bolus. Customer consumed carbohydrates and glucose tablets to address the issue.